Event description:
Rep reports that doctor performed a 2nd and 3rd tmt fusion case with 4 clips. Upon follow-up post-procedure, the most medial clip on the 2nd tmt fusion appeared broken on x-ray which was one of the three 18mm x 18mm himax implants used in the case. Rep reports that the patient is doing fine and the joint has experienced proper fusion. No revision surgery is planned to date. No resolution. Patient is reported to be doing okay and joint is properly fused.

Manufacturer narrative:
The following lhr's have been reviewed and no evidence has been found to suggest the implants did not meet specifications prior to distribution. Description, part number, lot number: dynaforce himax kit 18mm x 18mm 7118-1818kt 300055; dynaforce himax implant 18mm x 18mm electropolished 240008ep 103068; dynaforce himax implant 18mm x 18mm electropolished 240008ep 102887r; dynaforce himax implant 18mm x 18mm electropolished 240008ep 103043.